Event description:
Customer reported that an artifact in an axial brain scan was misdiagnosed as a tumor. Subsequently an MRI was conducted and revealed that the tumor diagnosis was incorrect.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).